Event description:
Covidien received information stating that due to a malfunction of an 840 ventilator the patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event. The serial number to the ventilator was not provided. Covidien was not authorized to service the device. The customer reported to have replaced the oxygen sensor. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).